Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that during routine prophylactic generator replacement surgery, that when the surgeon connected the existing lead to the new generator, a subsequent system diagnostic test revealed high lead impedance, impedance greater than 10,000 ohms. The surgeon removed the new generator and connected the old generator and high lead impedance resulted from another system diagnostic test. The surgeon then opted to replace the lead. The explanted lead and generator were discarded by the hospital staff and are therefore, not available to be returned to MFR for analysis. Good faith attempts to obtain additional info from the treating physician have been made, but no additional info has been received to date.